Event description:
It was reported, damaged component causing leak. Customer verbatim: after the patient returned to the room from surgery on (B)(6), he was given a cvc catheter with a positive pressure connector (bd transparent needleless connector mz1000, lot no. 25075062) in order to resist regurgitation and thrombosis. 19:34 minutes the patient's family rang the bell and complained that there was blood coming out of the jugular vein, and the nurse on duty answered the bell and went to the bedside to check on the patient, and found that about 20 ml of fresh blood was coming out of the patient's positive pressure connector and that the blue stopper of the positive pressure connector did not rebound normally, and the clamp of the cvc pipeline came loose. The blue plug of the positive pressure connector did not rebound properly, and the cvc tubing clamp was loose. The nurse on duty immediately replaced the patient's positive pressure connector and gave the patient another pulsatile tube sealing, and at the same time took a new gown and pillowcase for the patient to change, reported to the doctor on duty, and asked to continue to observe the patient's condition, and the patient had no complaints of discomfort. The patient had no complaints of discomfort. The patient's family and the patient were explained and appeased, and the patient's and the family's emotions were gradually stabilized. The next day, the patient's blood was drawn to check the hemoglobin and red blood cells were within the normal range (hemoglobin 139g/l, red blood cell count 4.47*10^12/l).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.